Event description:
Additional information was obtained. Review of the data revealed different non-sustained episodes and one atp delivered for ventricular fibrillation (vf). It was determined there was right ventricular lead noise. A revision procedure was performed. This lead was removed, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual observation revealed cuts in the insulation 210 mm from the terminal pin and in the suture sleeve. The distal end of the proximal spring electrode and proximal end of the distal spring electrode is separated from the lead body insulation. Blood and body fluid was noted throughout the helix mechanism. Analysis concluded that the rate sense conductor coil was fractured approximately 214 mm from the terminal pin and also at 220mm from the terminal pin. Due to the location of the fracture analysis determined it was consistent with fatigue fracture at the suture sleeve tie down area.

Manufacturer narrative:
- -

Event description:
- -

Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead revealed a high out of range impedance measurement. This information has been provided to the physician and is being further monitored. No adverse patient effects were reported.

Event description:
- -

Manufacturer narrative:
According to available information, this system remains implanted and in service. Should additional information becomes available, this event will be updated.